Event description:
This rv lead was implanted on (B)(6)2005 and was capped on (B)(6)2016 due to fracture lead. The physician was dr.(B)(6) at (B)(6) clinic . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).